Event description:
The customer contact reported the device did not deliver. On (B)(6) 2011 at an unspecified time, the device was programmed to deliver an unspecified concentration of fluorouracil, at a rate of 5ml/hr, with a vtbi (volume to be infused) of 230ml, for a duration of 46hrs, a container size of 260ml and the delivery was started. No further programming parameters were provided. On (B)(6) 2011 at an unspecified time, the homecare nurse reported the display indicated 230ml had been delivered; however, the container was full. At that time, the nurse reprogrammed the device to deliver the remaining medication that was in the container. No specific programming parameters were provided. On (B)(6) 2011 at an unspecified time, the nurse reported the display indicated an unspecified volume delivered; however, the container was full. The device was removed from clinical service. The physician was notified. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no delay in therapy that was critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).